Manufacturer narrative:
Concomitant medical products: 4965-25 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had fractured. The lead exhibited high impedance, oversensing and undersensing. The patient also experienced chronotropic incompetence, palpitations, dropped beats. The ra lead was capped and replaced. No further patient complications have been reported as a result of this event.